Event description:
It was reported that a healthcare professional could not interrogate generators using the tablet. A different usb connector cable was used for a new interrogation and it was successfully completed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. Return of the suspect usb cable is expected but it was not received by the manufacturer to date.

Event description:
Analysis of the suspect cable was completed and it found a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
The suspect cable was received by the manufacturer. Analysis of the device is underway but it has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Manufacturer narrative:
Device failure occurred, but it did not cause or contribute to patient death or serious injury.